Event description:
It was reported that the customer was not seeing insulin exit the end of the tubing during fill tubing with multiple cartridges. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, insulin was seen exiting from the cartridge but not the infusion set. The customer changed to a new infusion set and was able to successfully complete the load process and resume insulin delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.